Event description:
Technical services received a call on 07/09/2012 from sales rep. The lead was implanted on (B)(6) 2006, remains implanted. Inappropriate shocks from noise on fidelis lead. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).